Manufacturer narrative:
We cannot confirm or deny that liquiband exceed caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Patient had dermatitis after colorectal surgery.